Event description:
It was reported the patients tmj implant dislocated and a revision surgery will be performed.

Manufacturer narrative:
Update: h6. Post-operative scans confirmed the reported event. On (B)(6) 2024, the patient received bilateral tmj implants. The right fossa guide did not fit well, and the final splint was not used. Multiple dislocations occurred post-surgery, and due to post-operative pneumonia, jaw wiring was not possible, requiring removal of the mandibular components. Engineering, with 3d systems, confirmed the implants were correctly positioned. Dislocations were caused by the patient¿s unique anatomy, which conflicted with the planned occlusion. Longer implants were manufactured and shipped (ID# (B)(4)). The implants were correctly manufactured and implanted. The issue resulted from the patient¿s anatomy, not a device defect.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported the patients tmj implant dislocated and a revision surgery will be performed.